Manufacturer narrative:
No product was returned to the manufacturer for device evaluation. A lot number was received, lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient alleges that there was debris in or on the contact lens or contact lens storage solution that stuck to the corneal and cause an infection of the eye. The patient discarded the lens. The patient states there was no permanent damage to the cornea but the incident did require antibiotic treatment. A good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.